Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic ureteroscopy procedure, the physician inserted a guidewire through the sheath and the sheath broke off and fell inside the patient. It was reported that the patient had to go to surgery to have the fragment removed. No additional information was provided.